Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s screen went blank and the device housing split open while removing the case, after which the user transitioned to multiple daily injections and continued dexcom g7 use. Symptoms included hyperglycemia with a reported glucose up to 400 mg/dl for about five hours, without acute complications. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information they provided. Investigation revealed a stress-related device fracture of the touchscreen assembly, and the device was no longer watertight; functionality at the time of the event was unknown. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.